Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the shaft had broken into two pieces and separated. Functional testing was not performed due to the condition of the unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic intraperitoneal onlay mesh repair (ipom) procedure. The device was being applied to the peritoneum. The tacks were not coming out properly. Tacks were able to be fired normally from the device. The tacks were able to penetrate the tissue and hold correctly into the tissue. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, used another tacking device. There was no patient harm. The patient status is alive, no injury.